Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that primary surgery for a trochanteric fracture was performed on (B)(6) 2021. On an unknown date, one distal screw was removed due to postoperative pseudarthrosis and dynamization was attempted, but there was no bony fusion and the nail and distal screw broke off. Revision surgery to tha was performed on (B)(6) 2022.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that primary surgery for a trochanteric fracture was performed on (B)(6) 2021. On an unknown date, one distal screw was removed due to postoperative pseudarthrosis and dynamization was attempted, but there was no bony fusion and the nail and distal screw broke off. Revision surgery to tha was performed on (B)(6) 2022.